Event description:
It was reported that pump experienced malfunction alert that did not follow any notable prior event. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.